Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a craniotomy surgical procedure, it was observed that the handpiece device was chattering. It was further reported that the user tried changing the burr device but got the same result. According to the report, when the device was started up there was a ramble like some gears that were not correct and were chattering. There were no delays to the surgical procedure. A back up set was used to successfully complete the procedure. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that it was chattering due to the poor condition of the burr lock assembly and the motor front end. It was determined that this condition would cause the device to chatter excessively. Therefore, the reported condition was confirmed. The assignable root cause was determined to be most likely due to debris accumulated from multiple clinical procedures, repeated sterilization, and inadequate cleaning over time. This was further defined as component damage caused by user error / abuse and possibly misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.